Event description:
Tube became dislodged. Peg tube replaced without open procedure. In 2002 received further info from second source, risk manager: drainage of pus from stoma 11 days after peg tube placed prompted further exploration of peg site and surgeon found peg tube was dislodged and was in the subcutaneous tissue. Tube feedings were found in the subcutaneous tissue. As per surgeon, pt's stomach was adherent to the abdominal wall and the feedings did not enter the peritoneum. The peg tube was removed without difficulty and an open gastrostomy tube replacement was performed. The pt tolerated the procedure well. Pt did receive IV antibiotics to treat abdominal wall infection. Pt discharged 4 days later to specialty hosp for continued care.